Event description:
It was reported post cardiac catheterization the pt had a 6f angio-seal sts deployed successfully in the right arteriotomy site. Clotting symptoms developed in the pt's right leg which further developed into distal iliac occlusion. The pt went to surgery to correct the distal iliac artery occlusion. The surgeon stated a piece of the angio-seal broke off. The sjm representative has completed retraining with the physician who deployed the angio-seal device. Attempts to obtain additional info were unsuccessful.